Event description:
It was reported that, "patient experienced pain and it was found that she was dislocated so the surgeon revised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.